Event description:
Event description guidant received information that, approximately 55 months post-implant, this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) and was thus explanted. It was reported that the device will be returned to guidant for analysis. There was expressed concern regarding this device's battery longevity.